Event description:
Reported that a pt, with a mrs knee implanted in 2004, became infected and required a revision of the entire prothesis. The pressift stem did not grow in. The first stage of a two stage revision was performed in 2005 where an antibiotic spacer was implanted.